Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 84-237mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the cannula. The customer was to performed an infusion set site change and resumed insulin deliveries. During a follow-up, the customer reported receiving additional occlusion alarms. The customer performed a complete supply change to resolve the occlusion alarms. Reportedly, the customer uses their cartridge up to seven days. Tandem technical support advised the customer to change their supplies every two days to stay within humalog labeling. During a follow-up, it was reported that since keeping within humalog labeling the customer has not received any additional occlusion alarms.